Event description:
The customer reported multiple failed battery test alarms. Troubleshooting was performed, but the alarms continued. The customer later called to report that her blood glucose levels were up to 500 mg/dl, and ended up going to the emergency room. The insulin pump was replaced due to the alarms. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.